Manufacturer narrative:
This device used for treatment and not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.

Event description:
Device report from synthes (B)(4) reports an event in (B)(4) as follows: tip of 2.4mm drill bit/qc with 65mm stop broke during drilling. Procedure: c6/c7 posterior cervical stabilization: surgeon was drilling hole for screw and the distal tip of the driver broke. The distal tip was removed out of the patient, and a new drill bit was used. There was no delay in the procedure and no adverse event to the patient. Patient outcome: positive. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. Device is an instrument and is not implanted/explanted. Note: synthes (B)(4) confirmed the device was lost in transit to facility.